Manufacturer narrative:
The previously reported date (B)(6) 2018 was incorrect. The correct date is (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room complaining of shortness of breath over the past several days. Lung ultrasound showed lung sliding and right sided pleural effusion. Echo showed severely depressed ejection fraction, without pericardial effusion or rhs. Patient was a dni/dnr and rejected intubation. Ventricular tachycardia was observed on the monitor. Patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death was cariogenic shock vs hemorrhagic shock.